Event description:
In 2005, varian was informed by the hospital of a potential mistreatment to a patient. The patient was reported to have potentially received 13 gy per fraction for 3 fractions, for a total of 39 gy of dose in the head and neck region. The three fractions were delivered in 3 separate treatment sessions over 3 consecutive days. It was reported that the treatments apparently were given as open field treatments when the mlc was intended to be active. It was also reported that the relevant treatment plan, which was revised in 2005, did not undergo a quality assurance check by a physicist in accordance with hospital policy prior to treatment for those 3 fractions. It was further reported that two therapists did not notice the open field condition displayed on the treatment console during treatment for each of the 3 separate fractions on the 3 consecutive days. By investigational analysis the mistreatment was confirmed was confirmed by varian. Additionally, as reported by the hospital, the patient has experienced some symptoms of over-radiation including sore throat and mucositis. About 3 weeks the hospital reported the symptoms have subsided and the patient is expected to be released next week. There is no evidence of a malfunction of varian products.